Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that patient presented remotely via merlin.net. It was noted that the right atrial lead exhibited low pacing impedance. No intervention was performed. Patient status was not reported.